Event description:
According to the reporter: occurred pre-operatively. The jaws of the device got stuck and it was not possible to shoot. The surgeon was also unable to press the green button nor squeeze the handle. There was no patient involved.